Manufacturer narrative:
The system was examined and the reported event was replicated. The footswitch cable was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 14, 2011. Based on qa assessment, the product met specifications at the time of release. The footswitch cable was received for evaluation. A visual assessment of the returned sample revealed a small kink and a slight abrasion near the footswitch-end connector. The footswitch cable was connected to a calibrated system for functional testing. The cable was found to meet specifications. Additionally, all wires through the cable were found to be continuous upon testing. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported the left vertical switch of the footswitch was actuated automatically prior to surgery with no patient involvement. The system was rebooted and used to perform the case without incident.